Event description:
It was reported that this left bundle branch (lbb) lead exhibited intermittent capture and was determined there was micro dislodgement. Subsequently, the lead was explanted, and a new lead was eimplanted. No additional adverse patient effects were reported.